Manufacturer narrative:
(B)(4): no defect was found with the delivery of the pump. The pump was used after the original complaint date of (B)(4) 2012 and all histories and black box data have been overwritten, so testing was unable to adequately investigate the original complaint original blood glucose issue complaint. The review of the total daily dose basal delivery shows pump was delivering accurately up until the last date used by the patient. Typical usage alarms and warnings were observed in the current black box download. The pump was exercised for 29hours, given a flow accuracy test, and was found to be delivering accurately as designed at the conclusion of testing. An "ezprime" operation was performed with no difficulties noted. Units remaining were correctly calculated and written to the pump history.

Manufacturer narrative:
Additional information received march 06 2012. The patient was reportedly taken to the hospital following the initial call. The reporter indicated that the patient's blood glucose levels were within their target range when discharged from the hospital the following day ((B)(6) 2012). The patient was reportedly kept overnight in the hospital due to low blood pressure. A review of the pump history indicated that the basal and bolus insulin delivery totals were correct. The patient reportedly changes out their infusion site and set every 2 to 3 days. The reporter denies any change in diet or exercise by the patient. The patient reportedly uses temp basal when going on daily walks in order to prevent low bg. The patient reportedly followed up with their hcp the day after the incident and the hcp did not make any changes to the pump settings. The patient has continued to use the pump with no further incident reported.

Event description:
It was reported that the patient's blood glucose levels have been running high (20-30mmol/l). The patient reportedly went for a walk and her legs were weak and shaky. The patient went to bed and woke up around 5pm with a blood glucose level of 21 mmol/l. The patient reportedly has nausea, dizziness and shortness of breath. 911 was contacted and the emergency medical team arrived at the patient's house. During the call the patient tested their blood glucose and it was 30.5 mmol/l. The patient administered themselves 6 units via syringe. This report is being made based on the allegation of elevated blood glucose levels.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.